Manufacturer narrative:
Unit received with currents in specification. Unit unable to prime during prime and system sensor test and motor error alarm during basic occlusion test due to loose and protruded drive support disk. Unable to verify excessive no delivery alarm due to motor alarm anomaly. Motor passed motor test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. No motor position encoder alarm noted on alarm history screen.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.